Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. Product evaluated and customer's experience of leaking at distal port was confirmed. The cause of the leak at the engagement of the male luer and tubing was identified as insufficient solvent applied during the manufacturing process. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot#, male luer and tubing part numbers, for the failure mode reported.

Event description:
Customer reported leaking at distal port during an infusion of intralipids on a nicu premature baby. There was no patient harm. Although requested, no further information was available.